Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned. The ptfe coating of the guidewire was scraped and damaged at several areas. The damage was continuous in the longitudinal direction, suggesting that the guidewire surface was continuously and excessively contacted with the inserter tool so that the coating was abraded and scraped off by the force. A slight bend was observed approximately 20 mm from distal end, which indicated force was given to the guidewire during use in the procedure. Based on the reported information and the analysis of the returned guide wire, it is thought that a metallic guide wire inserter was probably advanced over the guidewire and when the guidewire was removed, it was under the condition where the tip of the inserter, used in combination was contacting the guidewire with angle, so that the ptfe coating was exposed to excessive abrasive and scraping force and damaged. Based on the outcomes of inspection, there is no indication of deficiency with the products. The warning section of the instructions for use (IFU) describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, other wise the surface of guidewire may be damaged significantly. Separation or breakage of guidewire is listed as one of possible complications and adverse events.

Event description:
It was reported that the procedure was to treat lesion located in the heavily tortuous, heavily calcified and chronic totally occluded right coronary artery. The miracle bros. Guide wire coating was observed to be coming off the guide wire when it was retracted from the anatomy. No resistance was reported during use of the guide wire in the anatomy. It was stated that none of the guide wire coating was left in the patient. Another guide wire was used for the rest of the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.